Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously positive rheumatoid factor (rf) results generated by unicel dxc 800 pro synchron chemistry analyzer for 4 patients. The erroneous results were reported out of the laboratory. Subsequent testing performed in another laboratory produced lower results. It is unknown if there was any impact to patient treatment. This report is being submitted for the malfunction portion of this event. Separate reports have been submitted for the patients associated with this event.

Manufacturer narrative:
The samples were sera. The customer noted qc level 1 was shifted up. Service was not needed for this event, as this issue is reagent related. Investigation into the root cause of this issue is ongoing.